Event description:
Indication: selective deficiency of immunoglobulin a [iga]; common variable immunodeficiency, unspecified. Pt advised that spring broke on his freedom pump. Serial number and maintenance due date for pump associated with event: unknown. Unknown if product issue occurred during infusion. Unknown if pt missed a dose or interruption of therapy due to product issue. Pharmacy replacing device. Unknown if device associated with event is available for return. No further info. Reported to cvs/caremark by pt/caregiver.